Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, and fl11, from the analog pcb assembly. The leaky filters depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from staying powered on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed that the unit would not remain powered on and, as a result, could not charge or provide defibrillation therapy when prompted.

Manufacturer narrative:
Results evaluation codes of the initial medwatch report indicates: 650, 816. Results evaluation codes of the initial medwatch report should indicate: 135, 122, 423. (B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, and fl11, from the analog pcb assembly. The leaky filters depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from staying powered on. The customer was provided with a replacement device. (B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to land 6 on the charge-pak and switch flex assembly cable being corroded and electrically open. This failure prevented the charge from reaching the hybrid layer capacitor (hlc) battery, designator bt1, and caused the device to not stay powered on. It was also observed that there were electrically leaky filters, designators fl9, and fl11, from the analog pcb assembly. The leaky filters can deplete the internal hybrid layer capacitor (hlc) batteries of the device. The customer was provided with a replacement device.